Event description:
It was reported that the gastrointestinal videoscope has no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and the correction of the initial report. Updated fields: d8, h2, h6, h11 corrected fields: b5 this report was sent in error no image which was initially reported by customer would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error while connecting to the column due to defective connector board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had error while connecting to the column.